Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with a unspecified saline mentor breast implant and suffered from a deflation on the left breast implant. As a result, the patient had undergone removal on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2021, mentor conducted a visual inspection and leak test of the returned device. Visual analysis of the returned sample revealed that the saline 300cc breast implant had a crease/fold on the anterior view extending to the posterior view. A tear (a) within the crease/fold was identified on the posterior aspect measuring approximately 0.5 cm. Additionally, another tear (b) within a crease/fold on the anterior view measuring approximately 0.5 cm. Leak testing was performed, in accordance with mentor procedures, and no more leak sites were detected during the analysis. The evaluation determined that the cause of the ruptures is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).